Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5030094) on 31-may-2013. The most recent information was received on 01-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of left fallopian tube"), uterine perforation ("removed the fallopian tubes with the coils as well as the uterus since one coil was puncturing the uterus"), abdominal pain lower ("severe and persistent lower abdominal /more of a discomfort at times"), menorrhagia ("severe periods /periods"), uterine pain ("uterine (intense sharp pain)") and genital haemorrhage ("bleeding") in a 36-year-old female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty (cosmetic) in 2007, appendicitis in (B)(6) 2009, gravida I, parity 1 in 2005, appendectomy in (B)(6) 2009, osteoarthritis spinal and thrombosis. Previously administered products included for birth control: yasmin from 2000 to 2008. Past adverse reactions to the above products included genital haemorrhage with yasmin. Concurrent conditions included body mass index normal, hypothyroidism, mammoplasty, mammoplasty, appendectomy, dvt, hyperplasia endometrial and hydatid cyst. Concomitant products included levothyroxine since 2015, liothyronine from 2011 to 2015 and thyroid preparations since 2016 for hypothyroidism and testosterone since 2016 for testosterone low. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced burning sensation ("sciatica (lower back/left sciatica) (intense pain and burning"), back pain ("low back pain") and sciatica ("sciatica (lower back/left sciatica) (intense pain and burning)"). In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and uterine pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("extremely painful periods/ immense pain and periods"). On (B)(6) 2013, 3 years 4 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2013, the patient experienced headache ("headaches (horrible)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal issues"), pain in extremity ("leg pain"), abdominal distension ("bloating"), abdominal discomfort ("still get discomfort in the abdominal region at times"), impaired work ability ("inability to work"), insomnia ("inability to sleep/didn¿t sleep either"), abdominal pain ("severe abdominal pain") and mental disorder ("essure caused or aggravated psychiatric and/or psychological conditions"). The patient was treated with ibuprofen, surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy.), surgery (partial hysterectomy and removed the fallopian tubes with the coils done on (B)(6) 2013) and surgery (thermachoice endometrial ablation in (B)(6) 2010). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain lower, menorrhagia, uterine pain, genital haemorrhage, dysmenorrhoea, hormone level abnormal, pain in extremity, burning sensation, back pain, sciatica, abdominal distension, headache, abdominal discomfort, impaired work ability, insomnia, abdominal pain and mental disorder outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, back pain, burning sensation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, impaired work ability, insomnia, menorrhagia, mental disorder, pain in extremity, sciatica, uterine pain and uterine perforation to be related to essure. The reporter commented: patient did not claim that she was allergic to nickel or any other component of essure and also not claimed that she experienced a hypersensitivity reaction to nickel or any other component of essure. Patient did not ever experience the injuries she claimed before the date of her essure placement and she did not claim that essure worsened a previously existing injury/condition. She underwent essure confirmation test in (B)(6) 2010 and again in (B)(6) 2010 since the first test showed the dye was still leaking. She didn¿t retain the essure or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: dye was still leaking; in (B)(6) 2010: dye was still leaking. Ultrasound scan - in (B)(6) 2010: let fallopian tube/uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2018: quality-safety evaluation of ptc. On 21-may-2018: medical record received. Historical and concomitant conditions are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (reference number: mw5030094) on (B)(6) 2013. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of left fallopian tube"), uterine perforation ("removed the fallopian tubes with the coils as well as the uterus since one coil was puncturing the uterus"), abdominal pain lower ("severe and persistent lower abdominal /more of a discomfort at times"), menorrhagia ("severe periods /periods"), uterine pain ("uterine (intense sharp pain)") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty (cosmetic) in 2007, appendicitis in (B)(6) 2009, gravida I, parity 1 in 2005 and appendectomy in (B)(6) 2009. Previously administered products included for birth control: yasmin from 2000 to 2008. Past adverse reactions to the above products included genital haemorrhage with yasmin. Concurrent conditions included body mass index normal. Concomitant products included levothyroxine in 2015, liothyronine in 2011 and thyroid preparations in 2016 for hypothyroidism and testosterone in 2016 for testosterone low. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced burning sensation ("sciatica (lower back/left sciatica) (intense pain and burning"), back pain ("low back pain") and sciatica ("sciatica (lower back/left sciatica) (intense pain and burning)"). In (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and uterine pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("extremely painful periods/ immense pain and periods"). On (B)(6) 2013, 3 years 4 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2013, the patient experienced headache ("headaches (horrible)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal issues"), pain in extremity ("leg pain"), abdominal distension ("bloating"), abdominal discomfort ("still get discomfort in the abdominal region at times"), impaired work ability ("inability to work"), insomnia ("inability to sleep/didn¿t sleep either"), abdominal pain ("severe abdominal pain") and mental disorder ("essure caused or aggravated psychiatric and/or psychological conditions"). The patient was treated with ibuprofen, surgery (partial hysterectomy and removed the fallopian tubes with the coils done on (B)(6) 2013), surgery (partial hysterectomy and removed the fallopian tubes with the coils done on (B)(6) 2013) and surgery (ablation in (B)(6) 2010). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain lower, menorrhagia, uterine pain, genital haemorrhage, dysmenorrhoea, hormone level abnormal, pain in extremity, burning sensation, back pain, sciatica, abdominal distension, headache, abdominal discomfort, impaired work ability, insomnia, abdominal pain and mental disorder outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, back pain, burning sensation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, impaired work ability, insomnia, menorrhagia, mental disorder, pain in extremity, sciatica, uterine pain and uterine perforation to be related to essure. The reporter commented: patient did not claim that she was allergic to nickel or any other component of essure and also not claimed that she experienced a hypersensitivity reaction to nickel or any other component of essure. Patient did not ever experience the injuries she claimed before the date of her essure placement and she did not claim that essure worsened a previously existing injury/condition. She underwent essure confirmation test in (B)(6) 2010 and again in (B)(6) 2010 since the first test showed the dye was still leaking. She didn¿t retain the essure or any portion of it. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2010: dye was still leaking; in (B)(6) 2010: dye was still leaking ultrasound scan - in (B)(6) 2010: let fallopian tube/uterus . Most recent follow-up information incorporated above includes: on (B)(6) 2017: events were added from pfs: perforation of left fallopian tube/uterus/removed the fallopian tubes with the coils as well as the uterus since one coil was puncturing the uterus, severe and persistent lower abdominal/more of a discomfort at times, uterine pain and low back pain, sciatica pain, horrible headaches, bloating, inability to sleep/didn¿t sleep either and inability to work, sciatica (lower back/left sciatica) (intense pain and burning, still get discomfort in the abdominal region at times. Reporters details added. Aka names added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.